Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The customer contacted olympus technical assistance support (tac) via email. Enhancement 2 was confirmed to be listed in user settings. The unit was rebooted, enhancement 2 was toggled, and the front panel was observed. It was tested with a known compatible scope. The scope/port was swapped and retested. The customer informed tac of the event. The device will not be returned to olympus for evaluation.

Event description:
It was reported that the video system center had enhancement 2 not lighting up on the front panel when selected. The issue was found during installation. There were no reports of patient involvement.